Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports two weeks after the dental implant was placed in ada site 20, the implant had not yet achieved osseointegration. The clinician reports the patient is a smoker. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports two weeks after the dental implant was placed in ada site 20, the implant had not yet achieved osseointegration. The clinician reports the patient is a smoker. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).